Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change at the fill tubing step, the ilet touchscreen did not respond when the user selected ¿yes,¿ despite clean and dry hands and an intact, undamaged screen; a replacement device was arranged and delivery was tracked. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included continued cgm use on a separate app or receiver and preparation to return the original device. Investigation included remote troubleshooting and logistical review for replacement and return. Investigation of this device revealed they placed device on charge pad; green light stayed solid, indicating no charging issues. Checked the device wake button, and it functions as designed. Extended and retracted the lead screw one full cycle and was able to click "yes" when prompted; no issues found. Touchscreen is responsive, and the touchpad functions as designed.